Manufacturer narrative:
Date received by manufacturer was initially thought to be 25jul2019. However, an update submitted from a company representative corrected the awareness date to 24jul2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced irritation at the ipg site. Surgical intervention took place on (B)(6) 2019 to explant the ipg. Surgical intervention resolved the issue.